Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 523 mg/dl. The caller stated that the customer was slow to respond, and was shaking. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct time and date. Found motor error and battery out limit alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.